Event description:
One pt presented with white foaming in colon as physician was pulling out scope from colon. The pt has a history of irritable bowel syndrome and was sent home without treatment. The pt returned to the hosp that evening complaining of bloody diarrhea, cramping and pain. The physician felt that the bleeding was serious enough for admission and treatment but not life threatening. She was admitted to the hosp for observation and given IV fluids and steroid treatment. The pt lost approx 250 cc blood and a gram of hemoglobin. The physician diagnosed the pt with toxic chemical colitis and stated no further follow up was required. Pt was released 36 hrs later without complication.